Manufacturer narrative:
Device received with cracked and bleeding lcd glass, broken battery cap.

Event description:
The customer reported via phone call that insulin pump had damaged and screen was smashed. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.